Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial # (B)(6); implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: d9. The handset was received for analysis on (B)(6) 2026. H3. Analysis of the handset could not verify the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient saw service code 338 every time they try to connect to their pump for a bolus. The patient stated that the issue started a couple days ago. The agent reviewed meaning of 338 and recommended closing the application after bolusing to avoid disruption. The patient confirmed that they were able to successfully connect to the pump during the call but did report seeing the 338-service code message when launching the ¿myptm¿ even after closing all applications running in the background. The patient will monitor and call back if issue persists. The patient reported (B)(6) and chronic connection lag time. Additional information was received from a consumer (con) stated that the patient reached out last night message system problem (B)(6) displayed last night. The patient confirmed that they were able to close and relaunch the application to bolus. The patient was quite frustrated that they had to sync with the pump to see if they need a bolus. The agent reviewed handset system design and functionality. The patient stated that the handset takes a long time to connect to the pump. The agent reviewed connection lag ka steps. The patient pushed for a replacement. The agent reviewed the replacement will likely behave in the same fashion however agreed to send the replacement.